Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported slda. The reported patient effects of recurrent mr and subsequent dyspnea appear to be related to the slda. Mr and dyspnea are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case specific circumstances as the patient returned to the hospital and an additional mitraclip procedure was performed. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A mitraclip xtw was implanted, reducing the mr to a grade of 1. On (B)(6) 2024, during a follow-up appointment, the patient presented with shortness of breath (sob). An echocardiogram was performed and revealed that the previously implanted clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing the mr to increase to a grade of 4+. On (B)(6) 2024, an additional mitraclip procedure was performed, and one clip was implanted, reducing mr to a grade of 1+.